Manufacturer narrative:
(B)(4).

Event description:
The device was inserted into the patient. The surgeon removed the grasper from the trocar, and inserted a piece of rolled up mesh down the trocar into the patient. After the mesh was inserted, the surgeon noticed that the gas pressure inside the patient was dropping. Upon inspection of the trocar, the surgeon noticed that the internal plastic valve was missing. This part was found inside the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker structural balloon trocar. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the valve seal was disengaged from the trocar body. A photo was received from the account with the product which shows the valve seal in the patient cavity. The device was forwarded to engineering for further evaluation of the disengaged valve seal. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified the valve seal was disengaged from the trocar body. Evidence of correct amount of glue was observed in the valve seal bonding area. The root cause for the reported condition is related to improper handling of the device. Forceful, prolonged handling of the device could have detached the main seals of the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.